Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist checked the device logs, and it showed that the device was communicating fine. The customer confirmed that the issue has been resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the pyxis medstation es system, the device did not communicate. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.